Manufacturer narrative:
The reported reader ((B)(6)) has been returned and investigated. Visual inspection performed on the returned reader and no issues were observed. The reader turned on with strip insertion. An error message was observed, during the investigation. Therefore, the reader was sent for further investigation and de-cased. Visual inspection performed on the reader and contamination was observed on the strip port. Therefore, this issue is not confirmed to use. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A customer reported, being unable to test blood glucose, due to an error 7 message with the adc freestyle libre 2 reader, upon test strip insertion. The customer further reported, experiencing unspecified symptoms of hypoglycemia. And was unable to self-treat. The customer had contact with a healthcare provider, was diagnosed with hypoglycemia, and treated with jubin glucose gel and apple juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The DHR for the libre strips were reviewed, and the DHR showed the libre strips passed all tests prior to release. The retain testing not reviewed as strips expired 30 april 20. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test blood glucose due to an error 7 message with the adc freestyle libre 2 reader, upon test strip insertion. The customer further reported experiencing unspecified symptoms of hypoglycemia and was unable to self-treat. The customer had contact with a healthcare provider, was diagnosed with hypoglycemia, and treated with jubin glucose gel and apple juice. There was no report of death or permanent injury associated with this event.